Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens, and the lens tore during insertion. The incision was enlarged to remove the lens and sutured, after another lens was implanted.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that the optic and a haptic had been torn. A piece of the another haptic had been torn off and was missing. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.